Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, there was a tear on two (2) leaflets near their commissure and calcification was observed near the region of the tears; calcification was also confirmed via x-ray. Evidence of leaflet damage was seen on a leaflet near the commissure and a tear was observed on the cusp area of the leaflet. The damage appeared serrated and was most likely due to implant and/or explant. Minimal host tissue overgrowth encroached onto the tissue, into the orifice, at the outflow aspect and on the inflow aspect. Host tissue around the stent circumference was moderate on the outflow aspect and heavy on the inflow aspect. Incidental findings: wireform was exposed on the commissure on the outflow aspect and was distorted on the other two (2) commissures. Two (2) commissures were bent outwards and one (1) was ben inwards. As received, 50% of the suture ring was cut, exposing the wireform on the inflow aspect. These damages are likely due to implant and/or explant. Method: x-ray. Additional manufacturer narrative: the clinical observation could be confirmed as heavy calcification on two (2) leaflets lead to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the patient's age at implant and co-morbidities may have played a roll in the onset of calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after five (5) years, five (5) months due to aortic stenosis and a high gradient. Upon examination, two of the three leaflets were heavily calcified which prevented mobility of the leaflet. This was replaced with a 21mm device. The patient tolerated the procedure well and was taken to the ICU in critical, but stable, condition where she was later discharged.